Event description:
It was reported that removal difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending coronary artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter was unable to cross the lesion and became kinked when it was being pushed. The opticross could not be retrieved from the guide catheter so it was cut outside the patient and removed using a guide extension catheter. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the catheter was twisted on the distal side and could not be pulled into the guide catheter. When the catheter was inserted into the guide extension catheter, the twist on the distal side was stretched so the catheter was able to be pulled out from the guide catheter.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath and drive cable, and the imaging window was found twisted. A broken drive shaft was found within the sheath section of the device. The device was returned with the sheath cut. Microscopic inspection revealed that there was no damage on the distal tip, but the guidewire exit port assembly was found lifted/damaged, and the drive cable was broken. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. A media review of a photo provided by the client showed the sheath kinked, the drive cable broken and kinked, the sheath cut, the imaging window twisted, and the guidewire exit port lifted/damaged.

Event description:
It was reported that removal difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending coronary artery. The opti cross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter was unable to cross the lesion and became kinked when it was being pushed. The opti cross could not be retrieved from the guide catheter, so it was cut outside the patient and removed using a guide extension catheter. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the catheter was twisted on the distal side and could not be pulled into the guide catheter. When the catheter was inserted into the guide extension catheter, the twist on the distal side was stretched so the catheter was able to be pulled out from the guide catheter.

Event description:
It was reported that removal difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending coronary artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter was unable to cross the lesion and became kinked when it was being pushed. The opticross could not be retrieved from the guide catheter so it was cut outside the patient and removed using a guide extension catheter. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the catheter was twisted on the distal side and could not be pulled into the guide catheter. When the catheter was inserted into the guide extension catheter, the twist on the distal side was stretched so the catheter was able to be pulled out from the guide catheter.

Manufacturer narrative:
D4 - lot number: corrected from 0031223770 to 0031223773.

Event description:
It was reported that removal difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending coronary artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter was unable to cross the lesion and became kinked when it was being pushed. The opticross could not be retrieved from the guide catheter so it was cut outside the patient and removed using a guide extension catheter. The procedure was completed with another of the same device. No patient complications were reported.